Event description:
It was reported that the pt experience post-op bleeding 3 hours following a lap. Surpracervical hysteretomy. Surgeon appeared to have had a clean dry field upon completion of the surgery. Upon inspection found the uterine artery fully exposed and unsealed. The pt lost approximately 600-700 cc of blood.